Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the heartstart xl+ defibrillator showed "svt" (supraventricular tachycardia) while the bedside monitor (model unknown) showed a "pulsed vt" (ventricular tachycardia). The customer is questioning the different interpretations of the ECG. The patient was awake and alert, but required cardioversion. A cardioversion was successfully performed. Philips has requested additional information and this investigation remains open. This is not being considered as a serious injury as cardioversion is the treatment for either rhythm and this treatment was successfully delivered.

Event description:
The customer reported that the heartstart xl+ defibrillator showed "svt" (supraventricular tachycardia) while the bedside monitor (model unknown) showed a "pulsed vt" (ventricular tachycardia). The customer is questioning the different interpretations of the ECG. The patient was awake and alert, but required cardioversion. A cardioversion was successfully performed. This is not being considered as a serious injury as cardioversion is the treatment for either rhythm and this treatment was successfully delivered.